Event description:
The manufacturer received information alleging a ventilator¿s pressure and ventilation volume was decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's sensor board needs to be replaced to address the issue.